Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was a mildly calcified lesion. A 2.50 x 30 mm agent drug-coated balloon (dcb) was selected for use. During the initial inflation, the balloon ruptured after reaching 4 atm for 2 seconds, resulting in a pinhole. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.